Event description:
It was reported that there has been an increase in atrial threshold since implant. The nurse thinks that the patient's use of a cane with his left (pacemaker) arm may have caused some stress on the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.